Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable could not charge pump battery. Customer changed usb cable to resolve the issue. Customer's blood glucose was 173 mg/dl.